Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) did not convert the patient's ventricular tachycardia (vt), so an electrophysiology study was performed. During the ep study the physician was only able to induce ventricular fibrillation (vf) and not vt. The s-ICD treated the vf appropriately. A chest x-ray was taken which found the electrode was not down to the sternum. A revision procedure was discussed and the physician noted consideration of implant of a transvenous implantable cardioverter defibrillator (ICD). However the field representatives were unaware if a procedure has yet to occur. Available evidence suggests the s-ICD and electrode remain in service and no additional adverse patient effects were reported.